Event description:
Complainant alleged that while attempting to defibrillate patient, the device would not defibrillate. Complainant indicated that upon arrival to the hosp, the clinican obtained another device to continue treatment of the patient. Complainant indicated that the patient subsequently expired.